Manufacturer narrative:
Details of complaint: on 6/5/2020 customer's clinical staff reported that the cns went "blank" and rebooted itself. Device then came back into monitoring without issues. Customer previously reported this issue on 04/20/2020 under notification 300205543. The issue could not be duplicated during technical support call. Device logs were sent to the manufacturer, nkc, for analysis. Service requested: analysis of the device logs. Service performed: nkc analyzed device logs provided. Investigation summary: the result of the investigation has been communicated to nka's tech support team. Although the root cause could not be determined based on the available information, it is recommended that a software update be performed in accordance with the service manual. Nka's repair center follows procedures under mtbex 07 for cns 6201 for software update. This procedure follows that of the service manual. Due to no root cause determined, further action is not possible at this time. The overall risk as a product of probability and severity is medium. The following fields are not applicable (na) to the MDR report: d4 lot # & expiration date d6a & d6b, g4 device bla number. The following field(s) contain no information (ni), as attempts to obtain information were made, but not provided: d10. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type? H6 event problem and evaluation codes, h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went blank and then spontaneously rebooted by itself. The device came back into monitoring on its own with no issues. Device logs were received for investigation. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) went blank and then spontaneously rebooted by itself. The device came back into monitoring on its own with no issues. Device logs were received for investigation. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went blank and then spontaneously rebooted by itself. The device came back into monitoring on its own with no issues. Device logs were received for investigation. No patient harm reported.